Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report the device had a blank display and she panicked because she thought the device was over delivering. The customer's blood glucose level was 48 mg/dl. The customer changed the batteries and the display returned. Customer was advised to monitor the device. The customer's battery cap was replaced. Nothing was returned for analysis.